Manufacturer narrative:
Review of results files shows negative reactions for all fyb positive cells. Well images for cells 3, 10, 11, 14, homozygous fyb cells, appear weakly positive. Well images for cells 5 & 6, also homozygous fyb cells appear negative. Well images for cells 2, 7, 9 & 13, heterozygous fyb cells, appear negative. Customer complaint investigation initiated after product expiration. The reactivity of the fy(b) antigen for crrid extend I, lot dp039 was confirmed by DHR review, product met all release specifications. Customer did not return sufficient quantity of sample for further serological testing.

Event description:
Customer reported unexpected negative reactivity when testing a patient sample with capture-r ready ID (crrid) on the echo. The sample reacted 1+ with capture-r ready screen 3. Customer states that some of the well image reactions interpreted as negative by the echo visually appeared positive. No transfusion or adverse reactions occurred as result of the unexpected negative reactions.